Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found a dark contaminant on the top enclosure. An unknown dust contaminant inside the blower box where the pollen filter would be placed, on the rear panel, and inside the iso port of the rear panel. A dark contaminant and dust contaminant on the front panel. A dust contaminant on the blower box, o-ring of the rear panel, on the bottom enclosure, on the blower, blower seal, and blower box. A keratin-like substance on the blower box outlet and the blower seal. A hair-like particle on the blower box. An unknown dust contaminant in the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dark contaminant, dust, hair and keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.